Event description:
It was reported by service report that the cot was stuck in the power load system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.